Event description:
It was reported that during an unspecified spinal surgery the implants ruptured while inserting the cages into the disc space. No patient complications were reported.

Manufacturer narrative:
Product analysis macroscopic examination confirms the implant is fractured into multiple pieces and broken. Some of the broken off pieces are missing and not returned for analysis. The extent of the damage, as well as the area of fracture initiation at the inserter attachment point suggests significant force was utilized during the attempted insertion. Optical examination of the fracture surfaces identified morphology consistent with brittle overload during insertion as the mechanism of failure.

Manufacturer narrative:
(B)(4). Product was returned. However, the device evaluation was not completed before regulatory report submission. Once analysis is complete a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.